Manufacturer narrative:
Section d10: additional information (a portion of the percutaneous lead was received on (B)(6) 2020. The pump was received on (B)(6) 2020). Section b1, h4, h5: correction manufacturer's investigation conclusion: the evaluation of heartmate ii lvas pump , confirmed internal driveline wire damage that could have contributed to the reported alarms and pump stop events captured in the submitted log file. Additionally, review of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline (dl) severed approximately 1.5¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 34.5¿. Evidence of a previous distal-end driveline repair was observed on the 34.5¿ dl segment. An additional 2.5¿ section of the silicone jacket only was also returned; however, this piece of the jacket did not appear to belong to the driveline for (B)(6). The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit flex section was severed medially and the distal half was returned attached to the inlet elbow. The proximal side of the flex section was returned attached to the inlet tube. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed approximately 1¿ from its hardware and was returned detached from the outlet elbow. The sealed outflow graft bend relief had been severed approximately 0.5¿ from its hardware and was returned attached to the sealed outflow graft attachment. Additional segments of the sealed outflow graft and bend relief material were also returned. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 18¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. Visual inspection of the driveline wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Additional hi-pot testing of the dl segment did not reveal any areas of compromised wire insulation. The pump-end and 34.5¿ dl segments were tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the 34.5¿ dl segment revealed a small breach in the insulation of the red wire approximately 28.5¿ from the metal connector¿proximal to the repair site. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no obvious signs of damage to the wires or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the red wire contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground would have resulted in the low speed alarms and pump stops that were confirmed through the submitted log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was admitted with likely short-to-shield. Manufacturer technical services reviewed the log file and observed low speed, low flow and pump stoppages while the device was connected on power module on (B)(6) 2019. The patient reported to have lost weight due to a period without dentures. X-ray was performed and images did not pose a concern of any obvious areas of percutaneous lead breakdown. On (B)(6) 2020, technical services representatives performed an onsite percutaneous lead replacement 5 inches from the exit site. The patient was back on the grounded patient cable. No further information was received.